Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer did not open due to defective drawer controller. The field service engineer (fse) replaced drawer module controller was with a new one and configured through medbank support. Functionality of the drawer was verified with the customer and confirmed operational through medbank support. Additional steps included realigning the rear lock on one side due to sticking issues while removing the rear cover. The tang on the metal door was adjusted for smoother operation. Cable connections behind the unit were checked, ups functionality was verified, and auxiliary cables were rerouted to prevent damage from storage pressure. All components were confirmed to be functioning properly after these adjustments. The system functioned as intended after the field service engineer repaired the device.